Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the tampon leaving pieces behind.

Event description:
The consumer stated that during removal a tampon came apart and pieces remained inside.